Manufacturer narrative:
The user experienced hyperglycemia requiring hospitalization while on ilet therapy. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. The user reported difficulty operating the device due to an unresponsive touchscreen, and product evaluation confirmed that the touchscreen outer glass layer was cracked. Although the display remained visible and the device was able to function and sync data, the cracked screen may have impacted the user¿s ability to effectively operate the device. The user did not initiate backup insulin therapy after discontinuing use of the device, and hyperglycemia progressed prior to hospitalization. Based on available information, both device condition and user management factors were present. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that the user experienced an unresponsive touchscreen, and subsequently experienced hyperglycemia with blood glucose (bg) levels of 500 mg/dl resulting in hospitalization on (B)(6) 2026. The user was admitted on (B)(6) 2026, treated with insulin, and discharged on (B)(6) 2026. Ongoing impairment was reported at the time of discharge.